Event description:
It was reported that a no disposable alarm on the pump was experienced. After troubleshooting, the alarm persisted until a new cassette was installed after which the issue was resolved and the pump ran without any further alarm. There was no injury to the patient.

Manufacturer narrative:
No product information has been provided to date. Operator of device is patient/consumer. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.